Event description:
On (B)(6) 2016, I received a single injection (3ml) of zimmer "gel-one" hyaluronate for patellofemoral arthritis of the left knee. The injection was given by my orthopedic surgeon, dr. (B)(6) at his office in (B)(6). Immediately I had intense pressure and severe pain of left kneecap, followed by severe headache, neurological tremors, and unable to bear weight on the left leg. I remained in the doctor's office for approximately 4 hours being monitored by him and the medical staff, during which time the doctor suggested I go to the emergency room for evaluation. After about 4 hours, it was agreed that I could leave as long as family members arrived at the office to drive me to get out-patient lab work, and assist me to my home. Subsequently, I was unable to work for 2 days. The symptoms lessened, but were still present which necessitated a follow-up physician appointment on (B)(6) 2017, at which time I was prescribed a 4 mg medrol dosepak to alleviate symptoms. Symptoms have marginally improved at this time. The gel-one is recommended to be given in 3 month intervals. However, due to my adverse reaction, dr. (B)(6) and I agreed that I would never receive gel-one again. Why was the person using the product: patellofemoral osteoarthritis.